Event description:
This lead was implanted on (B)(6) 2008 and remains implanted up to this date. A call to technical services placed on 5/1 0/2013 states that this lead has impedance of greater than 2000 ohms and loss of capture at maximum output. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).